Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot: 31682300l and no internal actions related to the complaint were found during the review. Internal corrective action is being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The ifus are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation ablation with varipulse¿ bi-directional catheter and the patient experienced hemiparesis which required prolonged hospitalization. The patient suffered left hemiparesis and was recovering out of the hospital at the time of reporting. The physician's opinion on the cause of the adverse event was ¿maybe¿ catheter related. The patient did have a stroke, the symptoms lasted more than 24 hours. The patient stayed at the hospital for two days more than usual. During this time, the patient recovered the movement of the leg and the arm, but the arm movement was not fully recovered at the time he left the hospital.